Event description:
Baxa was notified of an issue in 2009 related to a pt involvement incident. It was reported to baxa that a tpn bag created for this pt was infused at an incorrect rate (501 ml/hr instead of 50.1 ml/hr). After the infusion, the pt showed signs of volume overload and hyperglycemia. The pt was given furosemide and additional insulin. The pt was subsequently released from the hospital one week later with no apparent long term injury or illness resulting from this issue.

Manufacturer narrative:
Pharmacy reported to baxa that the flow rate on the tpn bag label which read 50.1 ml/hr was misread as 501 ml/hr and infused into a pt. Order-entry software was used to produce the bag label for the tpn solution. The customer was able to provide their database and copies of labels produced by software for the subject bag created in 2009. Only the software and labels were evaluated; as the pump used for infusion was not manufactured or supplied by baxa. An eval of the software bag label for the subject bag indicates the solution to be administered via central line only at a flow rate of 51.76 ml/hr for 24 hours. The initial reporter was contacted about the discrepancy of what was originally reported for the flow rate value. The customer indicated that they are not sure why 50.1 ml/hr was reported to him. He was told that the flow rate was misread as 501 ml/hr. The label was assessed to determine if the text was legible and correct. In conclusion, the text was found to be adequate. In order to investigate the issue, the additional following items were evaluated: database review summary: the database shows the software settings in place at the time of database retrieval. Results of eval: an eval of the database for the subject order revealed a rate of 51.76 ml/hr for 24 hours. All templates and formulary items were examined for additional issues; none were found. All values for ingredients are confirmed correct and accurate. Based on an eval of the documentation associated with this event, it was concluded that the software performed as designed and produced a correct and legible bag label for the tpn solution. To prevent recurrence of this incident, the facility worked with baxa technical support to modify the label so that it displays only the whole number portion of the rate.